Manufacturer narrative:
(B)(6). Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use, it was reported that the saber balloon catheter burst at fourteen atmosphere when it was inflated within its rated burst pressure. There was no patient injury. The target lesion is the anterior tibial artery which was severely calcified.

Manufacturer narrative:
During use, it was reported that the 2x250mm 155cm saber rx balloon catheter (bc) burst at fourteen atmospheres when it was inflated within its rated burst pressure. There was no patient injury. The target lesion is the anterior tibial artery which was severely calcified. There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. No other information was provided. The device was not returned for analysis. A device history record (DHR) review of lot 17605001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (severely calcified) and procedural/handling factors may have contributed to the reported event as calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information was received and section was updated: during use, it was reported that the saber balloon catheter burst at fourteen atmosphere when it was inflated within its rated burst pressure. There was no patient injury. The target lesion is the anterior tibial artery which was severely calcified. There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. No other information was provided. The device will not be returned for analysis.